Event description:
It was reported that the patients left knee was being revised due to instability. The surgeon replaced the poly and femoral component and also added a femoral stem. No intraoperative comments were made by the surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. The reported product was retained based on hospital policy. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patients left knee was being revised due to instability. The surgeon replaced the poly and femoral component and also added a femoral stem. No intraoperative comments were made by the surgeon.